Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that after the initial application of the system controller during implant, all the lights on the system controller remained lit, no audible alarm was noted. A self-test was attempted to clear however the lights all remained illuminated. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of all leds on the system controller remaining lit was confirmed. The system controller, serial number (B)(6), was noted to have all leds light up when connected to the pump. The controller was functionally tested and was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The controller was opened to inspect the ribbon cable. The connection to the pcb was connected at a slight angle which prevented good contact. The issue resolved after the ribbon cable was reseated. The root cause for the reported event was due to the ui to main pcb ribbon cable not being fully and properly connected. A manufacturing analysis task has been initiated to further investigate the issue of the ribbon cable not being properly seated. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.